Manufacturer narrative:
A beckman field service engineer (fse) was sent to the customer site. Fse replaced the creatinine lamp to resolve the issue.

Event description:
The customer reported the unicel dxc 800 pro synchron system generated an erroneously low creatinine (crem) result for one patient sample. The result was not reported outside of the laboratory. The customer stated that quality control (qc) recovered within specifications prior to the event. There was no change to patient treatment in association with this event.